Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set fell off during use on (B)(6) 2024. The issue occurred with one infusion set used for less than 24 hours. No further information available.